Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they went somewhere at some point in 2017 and it triggered the ins to shut off. They noticed their body had changed and realized the device was off. They further noted that they've had an ultrasound and goes through a lot of things medically; the ultrasound and medical things are not a result of the device/therapy. No further patient complications have been reported as a result of this event.